Manufacturer narrative:
Summary of investigation: we have received an open sample used with the needle attached and thread broke. However, without closed samples and batch information, a proper analysis cannot be performed. Without batch number, we cannot check the information regarding product stock or batch manufacturing records. Without closed samples a proper analysis cannot be performed. Batch manufacturing record: not possible to check. Conclusion root cause analysis: it has not been possible to determine the root cause because only one open sample contaminated received. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. The complaint is considered as not confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the thread size 1 which breaks systematically when tightening the knot.